Event description:
A review of the maude database identified the following event. "Patient was admitted with intracerebral hemorrhage. Patient was intubated in the emergency department with a #8 ett taped at 22.5 ll. Ten days later, patient had audible ett cuff leak and increased respiratory distress. Due to persistent ett cuff leak, it was decided to change ett. " no additional information was provided in regards to the patient's status and the outcome of the procedure.

Manufacturer narrative:
There is no information provided regarding the return of the actual complaint product to the manufacturer. A review of the device history record is not possible as no lot number was provided. Root cause could not be determined. Kimberly-clark has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the kimberly-clark complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that a kimberly-clark product is defective or caused serious injury. Device not returned by customer.